Manufacturer narrative:
Plant investigation: the heater element and distribution board were returned to the manufacturer for physical evaluation. During the visual examination, thermal damage was found on the blue (neutral) wire of the heater element. Damage was also found on the terminal block for the neutral wire on the distribution board. No other discrepancies were noted. During functional testing, the blue (neutral) and brown (hot) wires were found to be within tolerance at 11.4 ohms. Both the heater element and distribution board were installed onto a test machine to test for the reported failure. There were no problems during the initial power up. Dialysis functioned properly without any temperature alarms/problems. The machine self-test passed. The heat disinfect program was successfully completed and the temperature was able to rise above 80¿ celsius. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue could not be duplicated. However, thermal damage was confirmed to be found on the returned heater element.

Event description:
A user facility biomedical technician (biomed) reported to technical support (ts) that a fresenius 2008t hemodialysis (hd) machine experienced a temperature drop during a patients treatment. The patient was nearing the end of their treatment and decided to conclude the hd session for the day. It was confirmed the patient did not experience any adverse effects as a result of this incident. Upon evaluation of the hd machine, the biomed discovered that the heater wire was loose on the distribution board. To repair the machine, the biomed ordered a replacement heater element and distribution board from ts. Additional information was requested, however, to date a response has not been received. The biomed returned the heater element and distribution board for evaluation. Upon evaluation of the heater element, evidence of thermal damage was identified on the blue (neutral) wire.